Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 440 mg/dl and would like to check the pump. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Customer was advised that a tubing clamp would be sent out and to call back to further troubleshoot. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.